Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the middle stand off broken off inside the top case, the plunger cable was damaged, and the worm coupling was worn. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was duplicated. The root cause of the problem was related to normal wear of the pump as it is over 13 years old. Replaced stepper motor, worm gear, motor bracket, leadscrew, delrin washer, leadscrew and clutch halves. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.